Event description:
It was reported that the patient presented after hearing the lead integrity alert (lia). It was determined that the right ventricular (rv) lead superior vena cava (svc) coil had high impedance. It was noted in the trend data that the svc impedance was variable. The rv lead remains in use and will continue to be monitored. It was further noted that the patient had an atrial lead that had dislodged at some point. The ra lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products cont: 6942 implantable tachy lead (B)(6) 1999; 7278 implantable cardioverter defibrillator (ICD) (B)(6) 2006. (B)(4).